Manufacturer narrative:
Section d9. Device available for evaluation? Yes returned to manufacturer: yes date returned to manufacturer: aug 27, 2021 section h3. Device evaluated by manufacturer? Yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified.

Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted/exchanged from the patient's left eye due to blurred visual acuity. The explanted lens was replaced with model zcu225, 23.5 diopter lens. There was no incision enlargement, no vitrectomy, and no sutures were required. The patient's outcome sans correction (sc) 20/25, pre-op visual acuity (va) with correction (cc) 20/40, post-op va sc 20/60. No other information provided.